Event description:
It was reported that the customer ordered 12 each, 4 out of 12 had holes in the foley catheter packaging.

Event description:
It was reported that the customer ordered 12 each, 4 out of 12 had holes in the foley catheter packaging.

Manufacturer narrative:
The reported event was confirmed cause unknown. Received (1) photo samples. The photo sample was returned and torn on the packaging. Visual evaluation of the returned sample noted 6 unopened (with original packaging), bardex foley catheters 0165l16 and batch number ngku4009. Visual inspection noted the packaging was torn on four of the six of the catheters and the tear and holes on the packages cause the sterile barrier breach. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken at this time. Corrections: d, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was confirmed cause unknown. Received (1) photo samples. The photo sample was returned and torn on the packaging. Visual evaluation of the returned sample noted 6 unopened (with original packaging), bardex foley catheters 0165l16 and batch number ngku4009. Visual inspection noted the packaging was torn on four of the six of the catheters and the tear/holes on the packages cause the sterile barrier breach. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer ordered 12 each, 4 out of 12 had holes in the foley catheter packaging.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.